Event description:
This info was reported as a customer complaint. Vasoseal was used in the right groin following a diagnostic catheterization procedure without complication. Two days later, the pt presented with fever and tenderness at vasoseal site. Cultures showed e. Coli, group b beta strep and enterococcus faecalis. The pt was treated with antibiotics.